Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the dwell stage of peritoneal dialysis (pd) therapy, while the hp was connected. The hp had two bags connect. During troubleshooting, it was found that a clamp was left open on an unused line. The hp cleared the alarm by cycling the power on the hc device. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The hp was to complete therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an open clamp on an unused supply line was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set and warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.